Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment and excess skin.

Event description:
Per the clinic, the patient experienced infection at the abutment site.

Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent revision surgery to remove the excess skin (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.